Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The sample was requested. If the device is returned for evaluation or should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was performed with no issues noted. Based on the information obtained from baxter's investigation, the root cause for the connection issue was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A nurse contacted global field surveillance regarding a gap noted in between the transfer set and the beta cap connector during a routine transfer set change. The nurse confirmed that the connection does not leak. The nurse stated, she believes either the transfer set is too narrow or the beta connector is too wide to provide the proper fit. The nurse confirmed there has been no adverse event resulting from this condition.